Event description:
It was reported that there were various failures with alarms and pressure chambers. No patient involvement was reported.

Manufacturer narrative:
Additional info received via email 29-apr-2022. Event date updated. It is unknown if patient was involved. The serial number was updated.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a product sample was received for evaluation. Visual and functional testing were performed. Physical condition was good. Faulty. Device received in good condition. The technician inspected the device for any physical damages.. Conducted a functions test by adding water, attaching temp check e5785, f-30 filter and then plugged into power. The device didn?t properly function, the only thing that powered on was the fan. The reported issue was confirmed. Device didn't power on due to faulty boards, which contributed to the alarms. The root cause of the reported issues were found to be the main printed circuit board (pcb), which caused the device to not properly power on or alarm and the device required preventive maintenance. Additional the smc connector was not working properly and leaking. The device was recalibrated due to pressures gage was inaccurate and preventive maintenance was performed and smc connector was replaced.